Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the electrocardiogram (ECG) 12-lead cables are not reading. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the electrocardiogram (ECG) 12-lead cables are not reading. Response to good faith effort did not provide information regarding patient involvement and/or harm. However, there was no report of actual harm reported with this complaint.